Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The nursing team reported that the wire is trapped in the probe after passing.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One decontaminated sample has been received for the evaluation. Upon evaluation, the hydromer was activated and the style could be removed from the tube. Therefore, the reported condition is not confirmed. The most likely root cause indicates that this issue could have occurred due to inadequate use of the procedure if the instructions of use are not followed. A failure to activate the hydromer makes difficult to remove the stylet from the feeding tube, which can cause that when trying to remove it, the adapter is disassembled due to the amount of force used to remove it. Please refer to the instruction for use (IFU) instructions for the proper procedure for insertion of the feed tube and extraction of the stylet for stylet placement; using a syringe, inject approximately 10 cc of water into the tube to activate the hydromer coating. No action plan is deemed required at this time, since the reported condition is identified as product misuse by the user. The current process is running according to product specifications, meeting all quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.